Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (damaged battery casing) was confirmed due to physical damage to the battery. The battery was unable to power on due to only pieces of battery being returned. The root cause for the damaged battery was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery's casing was damaged.